Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 300ml. Flow rate, procedure, cathplace: na. Patient contact: no. When filling, found that the pump was damaged. This pump is identified as pump #9 on medwatch uf/importer report #(B)(4).

Manufacturer narrative:
Method: the actual device involved in the incident was returned for evaluation and investigation. A visual examination and functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: the pump could not be primed. The select-a-flow (saf) rate were not functioning. There was an occlusion inside the saf lines due to crystallization. Attempts were made to dislodge the particulates. The saf unit did not flow after attempting to clear the unit. Conclusions: the complaint was confirmed. The device did not perform within specification. The cause of no flow through the saf unit was attributed to crystallization of medication. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Alternate contact: (B)(4). I-flow is filing this report in response to medwatch uf/importer report #: (B)(4).